Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver ((B)(4)/part no. Str-gl-001), that was being used with the transmitter during the reported event of intermittent out of range was returned. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event. The root cause was determined to be a defective transmitter.